Event description:
The customer reported to olympus, the front panel of the high flow insufflation unit went out, even though the power was on. The issue was found during a laparoscopic nephrectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 which should not have health professional checked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to circuit board having pneumoperitoneum control function, user I/f control function, peripheral equipment communication function. Olympus will continue to monitor field performance for this device.